Event description:
There was an allegation of a questionable sodium electrode result from the cobas pro ise analytical unit. The initial result was 157.8 mmol/l, and the first repeat result was 141.3 mmol/l. On another analyzer, there were two repeat results of 140.5 mmol/l and 141.4 mmol/l.

Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. The investigation is ongoing.

Manufacturer narrative:
A field service engineer (fse) explained how to clean the vacuum, sipper nozzles, and the sample probe. The investigation determined that the root cause was due to pre-analytics. The issue was locally solved by the customer's maintenance.